Event description:
A facility reported that during a combined cataract and vitrectomy procedure, after an intraocular lens (iol) was inserted, it was noted that the haptic adhered to the optic. The reporter stated the surgeon tried for approximately 30 minutes to detach the haptic from the optic by using a hook. The attempt was unsuccessful and the zonules of zinn was broken. It was indicated that an unapproved viscoelastic was used during the procedure. The surgeon removed the iol and the patient was left aphakic. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device and lens were returned. An unapproved solution is observed in the device. A lack of solution was also observed. No damage was observed to the device. The haptic was adhered to the optic surface. Solution was observed on the lens. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an unqualified viscoelastic. The reported complaint was observed and appears to be related to a failure to follow the dfu (directions for use). This can occur with the use of an unqualified viscoelastic, which may contribute to underfill, overfill or misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. There also appeared to be an inadequate amount of solution in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical device). The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle "fill-to" line (approximately 0.2ml room temperature ovd). In additional, if the operating room temperature is too high, it may make the lens more adherent (greater than 23 degrees c / 73.4 degrees f). There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).